Manufacturer narrative:
The reported event of false pause episode was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed the implantable cardiac monitor (icm) exhibited undersensing and led to false pause episodes. No intervention was performed. The patient was stable and would continue to be monitored.